Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The device was evaluated in service and the visual inspection found scratches on the lid. A functional evaluation revealed the unit failed the high impedance test with a very low impedance output. This was due to a shorted component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was determined to be an electrical component failure.

Event description:
It was reported that the vulcan generator had no power. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.